Event description:
It was reported that the patient received anti-tachycardia pacing (atp) from this cardiac resynchronization therapy defibrillator (crt-d) due to ventricular tachycardia (vt). The delivered therapy accelerated the rhythm to ventricular fibrillation, and the crt-d delivered quick convert therapy. The patient's rhythm then went to vt, however, the crt-d still delivered an inappropriate shock as it was committed. Technical services advised to program commanded atp to avoid behaviors like this in the future. The device remains in service. No additional adverse patient effects were reported.